Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance measurements reaching out of range. Technical services (ts) recommended performing an x-ray and performing in clinic testing to evaluate the lead integrity. Review of the presenting electrogram (egm) found oversensing of noise consistent with lead integrity issues. Further review of the data also revealed multiple atrial tachy response (atr) events with myopotential noise. This lead remains in service. No adverse patient effects were reported.